Manufacturer narrative:
The patients exact age was not reported, however the patient was reported to be over the age of 18. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a wallstent biliary partially covered stent had been implanted to treat an approximately 2cm periampullary carcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed; however, the stent migrated distally after deployment. The stent remains implanted and the procedure was completed with another wallstent biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.